Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2009. The physician used right femoral access for the main body. While the physician was placing the main body, the black trigger wire would not release. After several attempts to release the black trigger wire and top cap, the physician asked for instructions for what he should do. Sales rep. Advised that a technique was available and the physician proceeded to the "trigger wire release". Following the step by step instruction, the trigger wire and top cap were safely deployed without incident. The physician continued with the rest of the procedure without incident. The patient showed no problems at follow-up.